Event description:
It was reported that the right atrial (ra) lead dislodged, resulting in increased pacing thresholds. The dislodgement was confirmed during routine follow-up, and the lead is scheduled for removal. A replacement procedure is planned in three months. No adverse patient effects were reported.